Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to a possible atrial tachycardia. It was noted that there was atrial undersensing present. Technical services recommended reprogramming. At this time, this ICD remains in service and there were no additional adverse patient effects reported. After 8 months approximately, it was reported that this ICD delivered inappropriate anti-tachycardia pacing and inappropriate shock due to atrial fibrillation with supraventricular tachycardia (svt). Technical services recommended reprogramming by raising the vf zone cutoff to 240 bpm. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to a possible atrial tachycardia. It was noted that there was atrial undersensing present. Technical services recommended reprogramming. At this time, this ICD remains in service and there were no additional adverse patient effects reported.